Event description:
It was reported that the device indicated a 'primary audible alarm background test'. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The battery door screw mount was broken, the right plunger case was damaged, and the bottom front corners of top case and the bottom of bottom case were cracked. There was a primary audible alarm background (bgnd) test error in the event history log (ehl). The customer's stated problem could not be verified after multiple flow and occlusion tests; therefore, root cause could not be determined. As a preventive measure, the speaker was replaced. Due to the cracks, the top case, bottom case, left and right plunger case were replaced. The device was calibrated and all functional tests passed. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).